Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (bmt) reported a burning smell on power up of a hemodialysis (hd) machine. There was no patient involvement. The bmt stated the actuator board had damage to the integrated circuits that run the concentrate pump. It was also reported the concentrate pump ribbon cable had dark burn marks. There were no diagnostic alarms. The technical support representative advised for the bmt to replace the acid pump and the actuator test board. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported a burning smell on power up of a hemodialysis (hd) machine. There was no patient involvement. The bmt stated the actuator board had damage to the integrated circuits that run the concentrate pump. It was also reported the concentrate pump ribbon cable had dark burn marks. There were no diagnostic alarms. The technical support representative advised for the bmt to replace the acid pump and the actuator test board. Additional information was requested but was not received to date.